Event description:
Upon follow up, patient ID was provided.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: a1: patient identifier was updated. B4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: date of this report was updated. Device availability and return date were updated. Date received by manufacturer was updated. Type of report was updated. Type of follow up was updated. Device evaluated by manufacturer was updated. Investigation type codes were added: 3331, 4109, 4110 and 4111. Investigation findings code was added: 3252. Investigation conclusions codes were added: 4307. H10: narrative/data was updated. One (1) tsvwb11 (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) was returned for investigation. Visual evaluation of the as returned implant identified heavy signs of use, bone/tissue attached to the implant's external threads, & a fracture at the collar. Additionally, a portion of the abutment's hex was seen fractured inside the implant's drive feature but was determined to be caused by removal of the implant. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number 61506662 and revealed no deviations or non-conformances, which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Therefore, the reported event could not be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading and used outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Unique device identifier (UDI) not applicable. Additional PMA/510(k) number ¿ k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #19 was removed due to a fracture.